Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had an air after return chamber alarm 14 to 16 hours into a patient¿s continuous renal replacement therapy (crrt). The multifiltratepro was connected to an echla system, there was no other option for the nurse but to dismantle the system. There was no visible air in the system. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. Upon follow up, it was confirmed that the patient¿s treatment was restarted on the same machine but the event occurred again. The patient¿s treatment was not completed. There were no troubleshooting steps taken. There was no reported medical intervention. The sample was reported to not be available for evaluation.

Event description:
It was reported that a multifiltrate pro machine had an air after return chamber alarm 14 to 16 hours into a patient¿s continuous renal replacement therapy (crrt). The multifiltratepro was connected to an echla system, there was no other option for the nurse but to dismantle the system. There was no visible air in the system. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. Upon follow up, it was confirmed that the patient¿s treatment was restarted on the same machine but the event occurred again. The patient¿s treatment was not completed. There were no troubleshooting steps taken. There was no reported medical intervention. The sample was reported to not be available for evaluation.

Manufacturer narrative:
Investigation: the sample was not available for investigation. A retained sample was analyzed; no failure detected on the retained sample. According to the reported event, possible reasons for the reported defect might be related to assembly failure, component defect, connection failures between the production and other disposables. However, it is not possible to determine without the original sample. Machine files were reviewed and confirmed the reported event. Review of the device history record (DHR) review resulted in conformity. Review of the instructions for use (IFU) confirmed the reported event is adequately addressed. There is no indication that the reported event relates to falsification. No device failure present, device worked according to specifications.

Event description:
It was reported that a multifiltrate pro machine had an air after return chamber alarm 30 hours into a patient¿s continuous renal replacement therapy (crrt). The multifiltratepro was connected to an echla system, there was no other option for the nurse but to dismantle the system. There was no visible air in the system. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. Upon follow up, it was confirmed that the patient¿s treatment was restarted on the same machine but the event occurred again. The patient¿s treatment was not completed. There were no troubleshooting steps taken. There was no reported medical intervention. The sample was reported to not be available for evaluation.

Manufacturer narrative:
Correction provided in a3, b5 and h10. Investigation: the multifiltrate pro machine was not available for investigation. Machine files were available for investigation. Machine files were reviewed and confirmed the reported event. Review of the device history record (DHR) review resulted in conformity. Review of the instructions for use (IFU) confirmed the reported event is adequately addressed. There is no indication that the reported event relates to falsification. No device failure present, device worked according to specifications.